Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error with open book image. No harm requiring medical intervention was reported. Troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. The pump will be returned for analysis.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no critical pump error (open book image) was noted. Pump remains in same brightness despite on different settings, backlight anomaly was noted. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump failed the sleep current measurement test and active current measurement test. The pump failed the self test due to absence of vibration anomaly. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Nonfatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Back light anomaly was confirmed during testing due to moisture damage on the lcd flex cable. Vibration anomaly was not confirmed during testing due to moisture damage on the vibrating motor assembly. High sleep and active current measurements were confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.